Event description:
It was reported that the patient thought her implantable neurostimulator (ins) was done and needed to find a healthcare provider (hcp) that could replace it. The patient could find an hcp on her own. The current ins stopped working a couple of years ago. The patient knew it stopped working because it wouldn¿t take a charge. The patient¿s charger was also dead. The patient tried to charge it but it didn¿t show that anything was charging. The patient declined troubleshooting. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger. Product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead. (B)(4).